Manufacturer narrative:
H10: e1- (B)(6).

Event description:
Philips received a complaint by the customer on the v60 indicating that a 1108 "machine pressure sensor autozero failed" alarm error occurred. It was reported that there was no patient involvement at the time the issue was discovered. No patient or user harm was reported. The customer called technical support to report that a 1108 "machine pressure sensor autozero failed" alarm error occurred. The authorized service provider (asp) engineer evaluated the device and confirmed the reported issue. The asp engineer performed a bootup test and restarted the device, but the issue remained. The asp engineer found that the probable cause was due to a faulty data acquisition (da) printed circuit board assembly (pcba) and therefore replaced the da pcba, after which the issue was resolved the problem. The device passed the required performance verification tests per philips standard and was returned to service. The investigation concludes that no further action is required at this time. If additional information is received, the complaint file will be reopened.